Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6) 2018. What was the name of the procedure? Excision with layered closure. What tissue was the vr494 vicryl rapide suture used on? Subcutaneous. What was the surgeon¿s intended length of retention of the vicryl rapide suture? 3 weeks. What date (post op) did the patient present with symptoms? (B)(6) 2018. How much (in cm) of the wound experienced dehiscence? 8 mm. Can you describe the appearance of the suture during second procedure? Dehisced. Were the knots intact and the suture broken post op? Yes. What was the date of the second procedure? (B)(6) 2018. What was used to re-suture the patients wound? Vicryl from another room. What are the patient age, gender, weight, past medical/ surgical history? (B)(6), female, other previous lesion removals. What is the current condition of the patient? Post op suture removal on (B)(6) 2018. Can you provide the full name and address of your facility for our records? (B)(6).

Event description:
It was reported that patient underwent lesion excision on (B)(6) 2018 and suture was used on subcutaneous tissue. On (B)(6) 2018 the patient presented with wound dehiscence of approximately 8mm. A second procedure was performed and the suture was found broken. The surgeon re-sutured the incision with a different suture type. The patient returned for scheduled external suture removal on 3/8 with no further issues.

Manufacturer narrative:
Pc(B)(4).representative samples were returned for evaluation. During the visual inspection of samples no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of strand and no defects or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement . Per the condition of the representative sample, no suture breakage was found on the samples and the tested sample met the finished goods requirements.